Event description:
It was reported to gems that during an ultrasound examination approx a year ago, the pt alleged that the probe became hot and caused blisters to form on pt's breast. This event was only recently made known to gems. No other reports were received following continued use of the device. Although there are no details concerning the injury or treatment, it is assumed to be serious.